Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 58-185 (mg/dl). Pump boluses were delivered for higher bg levels and food was consumed for lower bg levels. Reportedly, the customer is in contact with their health care provider to discuss pump settings.